Manufacturer narrative:
A product was not returned for analysis, the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient was not adapting to light and not getting full focus. Lens contributing to the decreased quality of vision in patient with unstable and worsening glaucoma. A yag laser capsulotomy was performed but iol still remained implanted, an explant procedure was planned.